Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 str monoblock shell insrtr, pn 110003450, ln 791450. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03247. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [add reason, as available]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a shell impactor tip chipped off. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.